Event description:
It was reported that during the period (B)(6) 2009 to (B)(6) 2012, the pt had no checks on his implant due to health reasons. During his appointment on (B)(6) 2012, he reported a decrease in his accessibility of sound. Testing carried out showed that it was necessary to increase the mcl levels considerably to enable him to hear. On (B)(6) 2012, the pt no longer had any access to sound. A further check of the implant by the clinic showed that it was no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.